Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps failed to cauterize. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. More precisely the instrument's motion was unintuitive (started and stopped with master motion but moved in the wrong direction). The root cause is not determinable/applicable.